Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient's ipg could no longer communicate with his charger or programmer. The event date is unknown. In turn, the patient lost stimulation. Replacement charger was tried to provide resolution to no avail along with troubleshooting. As a result, the patient's ipg was explanted and replaced with a different model. During the procedure, the patient's lead was electively explanted and replaced with a different model as well. Surgical intervention has resolved the issue.